Event description:
It was reported that this right atrial (ra) lead was explanted due to an infection. The patient used a temporary pacing lead until a new system was implanted a week later. No additional adverse patient effects were reported.